Manufacturer narrative:
Manufacturer's investigation conclusions: analysis of the submitted log files confirmed one brief elevation in power; however, a specific cause for this finding could not be conclusively determined. Although areas of suspicion were identified via CT, the reported thrombosis could not be confirmed through the submitted image. A direct correlation between the log file findings, reported events, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. Evaluation of the second submitted log file confirmed one brief elevation in power in which power was captured at 9.4 w. Excluding this event, power ranged from 6.0-8.0 w throughout the two submitted files. Estimated flow ranged from 5.4-8.0 lpm and average pi was between 3.6 and 6.3 for the duration of the files. No atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the files. The system appeared to be operating as intended. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines indications of pump thrombosis as well as how to respond to such events. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years, 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device on (B)(6) 2013. It was reported the patient experienced an increase in power and flow compared to his baseline in previous months. Log files from (B)(6) 2019 show two peaks of power. Power appears to return to normal following these events. The patient also experienced an increase in lactate dehydrogenase (ldh) on (B)(6) 2019. The center performed a CT scan with diagnosis of outflow graft thrombosis and uncertain inflow thrombosis. Patient is reportedly stable. The center submitted patient's log files inquiring if the data is suspect of pump thrombosis and if the pump is working in the correct condition. Abbott's technical services reviewed the log files and could not confirm thrombosis from the data. On (B)(6) 2019, it was reported the patient is stable with no symptoms. The center decided to continue monitoring the patient on long term observation. Pump parameters are increasing. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.